Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review was conducted. The DHR review found one unrelated non-conformance on this lot. Final micro and sterility tests passed. Based on the provided DHR review there were no related manufacturing deviations or anomalies on the given product and lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at the cement to implant interface, depuy cement was used. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Left knee.